Event description:
During a laparoscopic hysterectomy, the valleylab ligasure handpiece malfunctioned. While physician was engaging the handpiece, an error code and a supervisor alert appeared on the valleylab machine. According to staff present, the error appeared as "numbers... Supervisor ... More numbers." The patient wasn't harmed.